Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011; inratio: 6.0; lab: 14.0. Date: (B)(6) 2011; inratio: 3.9; lab: >6.0 (not sure of exact result). Vitamin k was given on both dates based on lab results. For both comparisons, inratio meter and lab results were done within a time span of 1 hour. Diagnosis: cva, emphysema.

Manufacturer narrative:
Investigation pending.